Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jun-2019 with the following findings: during investigation, the daily insulin delivery totals correctly reflected the user's programmed basal rates. No evidence of delivery malfunctions were observed. The pump history accurately recorded the test deliveries. The alleged issue was unable to be duplicated or verified. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the basal delivery totals in total daily dose did not match the active basal program total. The basal history matched the active basal program settings. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.